Event description:
The customer reported that her glucose level was skyrocketing. The customer experienced nausea, but she was not sure if it is related to the glucose level or stomach problem. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. The caller mentioned having some stress since january due to a loss, and she believes it is contributing to increase her blood glucose. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. A scratched lcd window, cracked reservoir tube lip and broken battery tube threads were also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.